Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced pain at ipg site and ipg was budging at the bottom following a fall. Multiple programming to restore effective therapy was unsuccessful. As a result, patient may need to undergo surgery to address the issue.

Event description:
Additional follow up revealed that patient had a revision surgery on (B)(6) 2018.

Event description:
Additional follow up revealed that physician re-implanted the ipg deeper at the same pocket site. Issue has been resolved.